Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Customer reported a "free flow event." A primary of intralipids (1l bag of d5 ns with 20kcl) was being infused. After two hours, the pump alarmed for no upstream flow. At that time the nurse noted that the bag was empty. She noticed that the door was not completely closed and the upper fitment was not loaded correctly into the pump. No further patient/event information is currently available.